Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified, concentric, proximal left anterior descending de novo lesion that was 90% stenosed. A 3.0x15mm rx trek balloon dilatation catheter (bdc) was used for pre-dilatation and it ruptured during first inflation at 6 atmospheres. The procedure was successfully completed with a non-abbott balloon and a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.